Event description:
It was reported that a foreign body was found inside an intraocular lens (iol) during a cataract procedure, requiring the use of a replacement device. Through follow up we learned that the lens and cartridge were in contact with the patient since they noticed the presence of the foreign body when inserting the lens under the microscope. There was no reported patient injury or adverse impact. No additional information has been provided.

Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown, as information was requested but not provided. Section d6a: if implanted, give date: n/a, as the lens was not implanted. Section d6b: if explanted, give date: n/a, as the lens was not implanted. Section e1 - telephone number: (B)(6) section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 19-feb-2026. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection revealed that the handpiece was received with the plunger rod advanced. Viscoelastic residue was observed throughout the cartridge; the cartridge tip was bent. No issues were observed with the lens module, device assembly, or plunger rod advancement. An orange/brown material was observed on the plunger rod. Raman analysis of the handpiece and material revealed that the material was a decomposed (charred) piece of an organic material. Due to raman analysis being performed on the sample, no fourier transform infrared (ftir) was performed. The complaint issue "foreign material - loose" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.